Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. Patient had no consequences and was discharged after the event.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Analysis of device image and session records indicated device operated at high pacing output settings as well as autocapture and rate responsive feature was enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly, voltage is above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.